Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the left internal carotid artery. The emboshield nav6 was advanced without issue, and the filter was deployed successfully; however, during removal, the delivery catheter met resistance with the sheath and the wire, and could not be removed. The delivery catheter was manipulated for approximately 5 minutes, and was finally able to be removed; however, the filter position had moved. The filter was retrieved. After removal, it was observed that there were bends in the delivery catheter. A new emboshield nav6 was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.